Event description:
It was reported that there was a problem with the motor and that the cpu needed to be replaced. No adverse consequences were reported.

Manufacturer narrative:
After eval by the stryker field technician it was determined that the head end of the bed was stuck in high position. After the cpu was replaced, the bed was performing to specification and the bed was returned.